Event description:
The pt was feeling ill from the heat. He tested his blood glucose on the suspect device and it was 199 mg/dl. He took his normal dosage of insulin at 6am. He ate breakfast and decided to take a nap. He awoke in the hosp. He states that his blood glucose was tested and it was 29 mg/dl. He was given an IV.